Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited incompatible scope error. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that water or moisture entered the scope, and the moisture damaged the circuit board inside the connector, which led to the occurrence of this event. Due to corrosion on plug unit, e315 (scope err unsupported scope) occurs. Plug unit has corrosion due to water leakage. Circuit board unit in suction connector has corrosion due to water leakage. Olympus will continue to monitor field performance for this device.